Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery during a bolus attempt. No further details were provided. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement test. No excessive no delivery alarm noted during testing. Pump passed self-test, a21 test and all the operating current test were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, cracked case near the display window corner and cracked battery tube threads.